Event description:
It was reported that the patient received inappropriate shocks due to oversensing. The right ventricular lead and the ICD were explanted. An attorney alleges the patient sustained "serious injuries and damages" that are directly related to the ICD and lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the ICD and lead werenot performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.